Event description:
It was reported that the patient presented in-clinic after receiving a notification for high impedance. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 57.4-58.5cm from the connector pin, consistent with lead friction to another device or feature of the heart. The rv conductors were separated at this location, consistent with the field observation of high hv lead impedance.